Manufacturer narrative:
Updated fields: b4, e3, g3, g6, h2, h3, h6 (component code, investigation findings , investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) after on-site inspection, found that the leak was caused by the loss of the sealing ring. There is a sealing ring at the helium cylinder installation. It may be lost when the user replaces the helium cylinder. The fault was eliminated after replacing the sealing ring. Can be delivered for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1: event site name: (B)(6) hospital. (B)(6).

Event description:
It was reported by user that cs300 intra-aortic balloon pump (iabp) units helium cylinder leak. There was no patient involvement.